Event description:
An issue has been identified in scrolling result entry, that occurs only when a donor is temporarily deferred due to testing results & the associated deferral code has a greater number of defferal days than the original next donation date. In this situation, the donor's next donation date would not be updated to reflect the extended deferral period. For example, a donor's next donation date was originally set to 56 days from the most recent donation date, then serologic testing resulted in a 365-day temporary deferral. The donor's next donation date would not change from the original 56-day deferral calculation.